Event description:
Description of event according to initial reporter: there appears to be a type 1a endoleak at the proximal end of the alpha thoracic graft, just distal to the l. Subclavian artery (lsa). The final set of images we have are from (B)(6) 2019, and these show that the proximal type 1a endoleak has been fixed by extending the alpha graft proximally to cover the lsa, the lsa itself has been coil embolized to prevent backflow, and the extension of the graft back into the arch has been fixed using aptus screws into the aortic wall. (B)(6) 2019: proximal extension of thoracic endograft with a cook zta-pt 42 x 38 covering the left subclavian artery, placement of thoracic endograft cook zta-p 38 x 167 between the connection of the previous tevar and branch graft. Placement of 3 aptus screws in the proximal thoracic stent graft. Coil embolization of left subclavian artery. Per (B)(6) (manufacturer report # 3002808486-2021-01881): on (B)(6) 2019: proximal extension of thoracic endograft with a cook zta-pt 42 x 38 covering the left subclavian artery, placement of thoracic endograft cook zta-p 38 x 167 between the connection of the previous tevar and branch graft. Placement of 3 aptus screws in the proximal thoracic stent graft. Coil embolization of left subclavian artery. Balloon angioplasty of superior mesenteric artery stent and left renal artery stent with a 10 x 2 balloon.